Manufacturer narrative:
Based on the received information, the patient had recurrent postoperative wound healing problems, which had to be treated. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. However telemetry measurements performed after cleaning of the wound point to the active electrode being possibly damaged. To determine a specific root cause for the suspected damage, a device investigation would be necessary. No date for surgery has been set so far.

Event description:
This patient was re-implanted in (B)(6) 2015 and suffered from an infected wound, which was cleaned. After a couple of months it got infected again, the wound got cleaned a second time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This patient was re-implanted in (B)(6) 2015 and suffered from an infected wound, which was cleaned. After a couple of months it got infected again, the wound got cleaned a second time. No trauma has been reported. As per additional information received, there was no sign of infection before the implantation and patient received antibiotics treatment for 1 month. The discrimination is getting worse.

Manufacturer narrative:
According to the patient report the device was explanted due to extrusion of the device and recurrent postoperative wound healing problems/infections which probably facilitated the device extrusion. The reported infection and consequent extrusion are most likely due to device unrelated clinical or medical reasons. No information is pointing towards the device having caused or contributed to the infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Telemetry measurements performed after cleaning of the wound pointed to the active electrode being possibly damaged. Device investigation confirmed a damage to the active electrode caused by minute device mobility as well as external mechanical impact. Apart from the fact that the device malfunction was first detected after the wound cleaning procedure, it cannot be neither confirmed nor excluded if such event directly contributed to the damaged identified. Other damages found during investigation are related to the removal surgery. This is a final report.

Event description:
This patient was re-implanted in (B)(6) 2015 and suffered from an infected wound, which was cleaned. After a couple of months it got infected again, the wound got cleaned a second time. No trauma has been reported. The patient has been explanted on (B)(6), 2017 and implanted on the contralateral side.